Event description:
It was reported a pocket infection occurred. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6935m, implantable tachy lead, (B)(6) 2012.